Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer did not provide cgm values or bg meter values. Customer¿s blood glucose level was 90 mg/dl. No additional patient or event information was available. A root cause could not be determined.